Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the reported embolized valve (article patient) cannot be confirmed; however, it is likely to be related to the mechanism described above. Other potential contributing factors are unknown as no relevant medical history was provided in the article. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in an article published by kardiochirurgia I torakochirurgia polska in the czech republic, during a transapical procedure, the 29mm sapien xt valve embolized into the left ventricle after a few ventricular contractions. The positioning of the valve was considered correct. The stiff wire was left in place in order to prevent valve rotation and left ventricular outflow tract obstruction. A decision was made to reinsert the same delivery system over the wire and partially inflate the balloon within the valve between the two markers on the balloon. The balloon with the captured valve was then pushed into the aortic annulus, and its position was secured with balloon over-dilation. A second 29 mm edwards sapien xt valve was immediately implanted higher within the aorta overlapping the first prosthesis in order to achieve a more stable position for the first prosthesis. A tee showed good prosthesis function without any central or paravalvular insufficiency. There was no obstruction of the coronary ostia, only an av block which required external pacing.